Event description:
During a remote follow-up, noise that resulted in oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device and provocative testing was performed where the noise was reproducible.

Manufacturer narrative:
The estimated implant date is (B)(6) 2008.